Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that when pressing the "options" button the pump prompted the customer back to another screen. As the contact did not have the pump accessible at the time of the report, a pump system check was not able to be performed with tandem technical support. There was no reported impact to blood glucose. Contact declined further follow-up.